Event description:
On (B)(6) 2012, the customer reported that they have an mrx battery that appears to be dead when checked. It will not charge in the cadex charger, when placed in a mrx monitor it then shows to be fully charged. There was no report of patient involvement.

Manufacturer narrative:
(B)(4), the customer reported that they have an mrx battery that appears to be dead when checked. It will not charge in the cadex charger, when placed in a mrx monitor it then shows to be fully charged. There was no report of patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.